Event description:
External ref(B)(4). Material no: unknown batch no: unknown it was reported that clinician and/or any patients have encountered leakage and disconnection at the luer lock while using the bd phaseal¿ luer lock connector. Verbatim: clinician experienced: leakage did not result in harm 2 - performs below expectations -fugas, rotura del sistema - leakage, system breakage please see attached excel sheet for additional information.

Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.